Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The microswitch was replaced to resolve the issue. Correction to event description from loss of manual ventilation to loss of mechanical ventilation. H6 medical device problem changed accordingly from a14 to a090406.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of manual ventilation. There was no patient involvement.